Manufacturer narrative:
The complaint received states that during the procedure the stent dislodged from the sds. The patient had a 99% lesion that was de novo, heavily calcified and moderately tortuous in the proximal left anterior descending (lad) artery. The lesion was pre-dilated and a 3.5 x 13mm cypher select plus stent was delivered to the lesion. However, there was friction at the proximal portion of the lesion, due to heavy calcification, and the cypher could not cross the lesion. Subsequently, coronary angiography showed that the stent had migrated a little towards the proximal portion of the balloon on the delivery system. Therefore, the physician pulled the cypher back into the guiding catheter, in order to retrieve it, but the proximal edge of the stent was caught at the tip of the guiding catheter and the sent dislodged on the guidewire, between the left main and the ostium of the lad. The delivery system was removed from the patient and the physician tried to pull the stent back into the guiding catheter, using a snare, but was unsuccessful. The stent was pulled back into the sheath, but it would not cross the distal tip of the sheath as the tip of the sheath was flared. Consequently, the physician made a lengthwise cut in the distal tip of the guiding catheter, re-inserted the guiding catheter and drew the stent into the guiding catheter. The stent was safely retrieved from the patient with the guiding catheter. To finish the procedure, additional pre-dilation was conducted and a promus stent was implanted at the target lesion. The procedure was finished successfully. One unknown non sterile stent was received inside two plastic bags (is not a cypher stent). A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failures reported by the customer could not be confirmed since the product received does not match with the description. The exact cause of the reported failures could not be determined. Neither the DHR review nor the product analysis suggests that the failures experienced by the customer and stent condition are related to the manufacturing process of the unit. Therefore, no corrective or preventive action will be taken. With the information available and without the cypher product available for analysis the complaint could not be confirmed. Inspections are in place to prevent damaged products from leaving the facility and the DHR review confirmed that the product met specifications. No corrective action is required at this time. It is difficult to draw a clinical conclusion between the device and the event based on the limited information available. However, there are possible vessel characteristics, specifically the heavy calcification and procedural issues that may have contributed to the event.

Manufacturer narrative:
The following products were used during the index procedure: an everest inflation device, an universal guidewire, a grand slam guidewire, a fielder guidewire, a sprinter balloon catheter, a terumo sheath and a gooseneck snare catheter. Additional information will be submitted upon 30 days of receipt.

Event description:
The patient had a 99% lesion that was de novo, heavily calcified and moderately tortuous in the proximal left anterior descending (lad) artery. The lesion was pre-dilated and a 3.5 x 13mm cypher select plus stent was delivered to the lesion. However, there was friction at the proximal portion of the lesion, due to heavy calcification, and the cypher could not cross the lesion. Subsequently, coronary angiography showed that the stent had migrated a little towards the proximal portion of the balloon on the delivery system. Therefore, the physician pulled the cypher back into the guiding catheter, in order to retrieve it, but the proximal edge of the stent was caught at the tip of the guiding catheter and the sent dislodged on the guidewire, between the left main and the ostium of the lad. The delivery system was removed from the patient and the physician tried to pull the stent back into the guiding catheter, using a snare, but was unsuccessful. The stent was pulled back into the sheath, but it would not cross the distal tip of the sheath as the tip of the sheath was flared. Consequently, the physician made a lengthwise cut in the distal tip of the guiding catheter, re-inserted the guiding catheter and drew the stent into the guiding catheter. The stent was safely retrieved from the patient with the guiding catheter. To finish the procedure, additional pre-dilation was conducted and a promus stent was implanted at the target lesion. The procedure was finished successfully.